Event description:
The customer alleged that she performed a control test and rec'd a result of 53 mg/dl. The normal control range was 113-162 mg/dl. No adverse events were alleged. The test strips were to be returned for eval, but the qa lab did not receive them. Replacement test strips were sent to the customer.